Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this system was a part of an explant due to a system infection. The leads were surgically abandoned while the device was explanted. No adverse patient effects were reported.